Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer treated low blood glucose value with food. The customer also reported other blood glucose values such as 60 mg/dl, 70 mg/dl, in the range of 200 mg/dl to 300 mg/dl, 180 mg/dl, 190 mg/dl. The customer stated that the insulin pump had vertical lines some numbers off to the side and had no delivery alarm. The insulin pump will not be returned for analysis.